Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a non-qualified iol and an unspecified handpiece. The reported complaint of filaments deposited on the iols could not be verified. The cartridge was not returned for evaluation. The root cause is most likely a failure to follow the dfu. The account used a non-qualified lens/cartridge/handpiece combination. Customer has indicated the use of another manufacturers iols. The cartridge dfu states: the iol delivery system is for implantation of qualified iols. No unqualified lenses should be used with the iol delivery system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Customer is using a non-qualified product combination. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a cluster of cases where blue filaments of what appears to be plastic have been injected into the eye and adhered to the intraocular lens (iol). All the cases involve only one type of lens model form another manufacturer going through the injection system. The doctor also reported she has spoken to other surgeons who suspect they have seen the same thing. Additional information has been requested.